Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-released specifications. Please note: in 2007, two gore tag thoracic endoprostheses were implanted (lot#05095119 and lot#04400150). This event involves a 24 fr gore introducer sheath; please refer to medwatch #2017233-2007-00290.

Event description:
In 2007, a surgical graft was implanted in the patient's aorta. Two days later, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A final intraoperative angiogram revealed that one of the gore tag thoracic endoprostheses had moved proximally, and was dislodged from the surgical graft. The physician advanced two balloon catheters through a 24 fr gore introducer sheath in an attempt to move the gore tag thoracic endoprosthesis to the desired location. However, the patient lost over a liter of blood from the trailing end of the introducer sheath. The patient's blood pressure dropped and the patient's EKG became irregular. Resuscitation attempts failed and the patient expired. No devices will be returned.